Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed ordered the 2000 hour preventive maintenance kit but got two circulation pumps, and stated po showed order one mixing and one circulation pump plus a heater and drain valves. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed has a arctic sun device that has a bad mixing pump, biomed ordered the 2000 hour preventive maintenance kit but got two circulation pumps, and stated po showed order one mixing and one circulation pump plus a heater and drain valves.

Event description:
It was reported that the biomed has a arctic sun device that has a bad mixing pump, biomed ordered the 2000 hour preventive maintenance kit but got two circulation pumps, and stated po showed order one mixing and one circulation pump plus a heater and drain valves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.